Event description:
Before transfer of pt to the surgical table, the lights were moved to allow easier access. During the process of moving the lights, the entire assembly fell out of the ceiling. It struck one o.r. Nurse in the shoulder, scratched the forearm of the second nurse and struck the pt. The pt was examined and no injuries reported. The nurse hit in the shoulder was x-rayed and no broken bones found.